Event description:
Ivenix IV pump had over 209 wos [work orders] for htm [healthcare technology management] between [date redacted] and [date redacted] -- approximately 20 days. Issues reported: "pump error" while bringing pump outside-4, air in line message-5, cassette loading error-13, cassette stuck in pump-2, clamp stuck-1, continuous beeping-1, cracked case-9, cracked screen-28, deep clean mechanism-4, downstream occlusion-1, flashing screen-1, missing side IV clip-12, not charging-1, pins stuck-1, pump not switched to prmary bag after secondary empty-1, red warning on screen-2, screen discolored-1, screen frozen-3, screen glitching-1, screen not sensing pushes-4, service needed alarm -54, stuck loading guide-1, stuck pin-1, tubing set error alarm - 7, turned off without warning -6, unknown -7, broken/missing/bent power cord broken -4, bag hooks missing/broken -20, cassette pins not aligned -1, cord strap missing/broken -13. Manufacturer response for pump, infusion, ivenix infusion system (per site reporter), unknown.